Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a revision spinal surgery, the surgeon broke three (3) expedium navigation drivers. The driver tip sheared off into the implant and could not be removed using other surgical tools. The surgeon had to completely remove the screws with the broken driver tip. The surgeon opened a screw removal kit, broke the head off the expedium screw, and removed the screw by its shank. Fragments were generated and removed. There was a surgical delay of forty (40) minutes. There were no patient consequences. Procedure was successfully completed. This report involves one (1) universal navigation expedium spine system quick connect poly driver 5.5. This is report 1 of 3 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. H4. Device manufacture date. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment ac4536b2-fee3-48ff-938e-fa239a4f7e8a.jpeg. Visual analysis of the photo revealed that 5.5 viper univ poly driver had no visible damage or defects. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the 5.5 viper univ poly driver. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5596507 was released in two batches. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.